Event description:
Information was received from a healthcare provider and manufacturer's representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a high impedance issue was observed post-operation with a spinal cord stimulator (scs) system. Impedances of all electrodes were measured at 40,000, preventing programming of the device. Impedances were reportedly normal on the day of surgery when the new implantable pulse generator was implanted, and a connectivity check showed all connections as "green." Post-operatively, impedance and connectivity checks were performed, and the active electrode was changed during troubleshooting, but the impedance values remained unchanged. A revision surgery for the lead is planned, though the date has not yet been scheduled.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID: 977a260 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.